Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer dropped their pump and the touch screen became cracked. Additionally, the touch screen became blank and would not display. Customer's blood glucose was 90 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.